Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain/other non-malignant pain. On (B)(6) 2017 it was reported that the patient¿s pump was explanted due to a pump malfunction and because it was at eol (end of life). No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2016: baclofen (concentration: 250.0 mcg/ml, dose rate: 224.94 mcg/day), and dilaudid (concentration: 7.0 mg/ml, dose rate: 6.2982 mg/day). If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis. Both the pump and catheter were returned.

Manufacturer narrative:
The other relevant components include: product ID: 8709sc, serial# (B)(4), product type: catheter. Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a motor stall due to shaft bearing. Analysis of the catheter found that there was coring/tears/cuts in the seal of the catheter sutureless connector. If information is provided in the future, a supplemental report will be issued.